Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-11695. It was reported that the patient presented to the clinic for a routine follow up. It was observed that the patient had a possible infection. The entire system including the pacemaker (pm) and the right ventricular (rv) lead were explanted on (B)(6) 2020. The patient was in stable condition.